Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uedv, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿the patient had an old system removed and during the removal the filament of the lead came out of the lead and some of the electrodes remained implanted (the caller referred to the electrodes as "paddles"). The caller read from an operation note that indicated the lead was deeply scarred in the facia which caused the lead to break. Technical services reviewed MRI information. The caller will follow up with the patient and may direct the patient to the managing medical doctor if necessary. There were no patient complications reported as a result of this event.